Event description:
Per the audiologists report, the patient experienced headaches and a decline in performance since 2006. The patient reportedly cried if the stimulation levels were increased from very low levels. The family elected to have the device explanted despite the fact that the results of an integrity test done in 2006 were normal. The surgeon explanted the device in 2006 and reimplanted a new one on the same day.